Event description:
Philips received a customer complaint regarding a v60 ventilator indicating that the device¿s accept button was not functioning. It was reported that there was no patient involvement at the time the issue was identified. The customer, a biomed, evaluated the device with the assistance of a remote service engineer (rse) and confirmed the reported issue. The customer requested the part number and pricing for the replacement accept button printed circuit board assembly (pcba). The rse provided the requested parts ID for the pcba, switch, v60. The customer replaced the pcba, switch, v60 to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.